Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having l2-l5 direct decompression (bony)/osteotomy, l4-l5 discectomy, l2-l5 removal of spinal instrumentation, l2-l5 posterior spinal fixation and fusion therapy. It was reported that patient complained of worsening back and gluteal pain. CT scan ((B)(6) 2025) showed pseudarthrosis l4-l5 and recurrent foraminal stenosis left side l4-l5. Patient had additional lumbar surgery on (B)(6) 2025. Interventions: action subtype: hospitalization, action result: new hospitalization, action date: (B)(6) 2025, hospitalization end date (B)(6) 2025. Action subtype: ae result in any treatment, action result: y. Action subtype: medication administration, action result: yes, any of these opiates or narcotics (adjusted or administred): y. Action subtype: spinal surgery, action result: yes, specify the additional spinal surgery additional spinal surgery, (B)(6) 2025. Medication_name: hydromorphone, start_date: (B)(6) 2025, dose: 0.5, dose uom: mg, frequency: prn: as needed route: intravenous, reason started/indication: pain post-lumbar surgery, end_date: (B)(6) 2025, corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5. Medication_name: ketamine, start_date: (B)(6) 2025, dose: 10, dose uom: mg, frequency: prn: as needed route: intravenous, reason star ted/indication: anesthesia, additional lumbar surgery, end_date: (B)(6) 2025, corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5. Medication_name: methadone, start_date: (B)(6) 2025, dose: 6, dose uom: mg, frequency: prn: as needed route: intravenous, reason star ted/indication: anesthesia, additional lumbar surgery end_date: (B)(6) 2025, corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5. Medication_name: oxycodone, start_date: (B)(6) 2025, dose: 5 dose uom: mg, frequency: prn: as needed route: oral, reason started/indication: pain post-lumbar surgery, corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5. Medication_name: oxycodone, start_date: (B)(6) 2025, dose: 10, dose uom: mg, frequency: prn: as needed route: oral, reason started/indication: pain post-lumbar surgery, end_date: (B)(6) 2025, corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5. Outcome status: recovered/resolved, outcome date: (B)(6) 2025 date of additional surgery (B)(6) 2025, primary reason for the additional surgery: adverse event related to study index surgery, specify the corresponding ae 002_(B)(6) 2025_pseudarthrosis l4-l5, type of additional surgery: revision, spinal levels l2 : yes, spinal levels l3 : yes, spinal levels l4 : yes, spinal levels l5 : yes, mdt cst ailliance eligible devices implanted during the idx surg, remain in the subject at the end of this add spinal surgery: y. Site seriousness assessment: hospitalization- y, medical or surgical intervention- y. Site related assessment: not related to study device and causal relationship with the index surgery. Sponsor assessed causal to index surgery, not related to device. Diagnostics: action type: diagnostics, action subtype: computed tomography-1, action result: impression: operative changes from l2-l5 posterior fusion and laminectomies. Lucencies around the bilateral l5 surgical screws suspicious for hardware loosening. Multilevel degenerative changes with moderate neural foraminal stenosis on the left at l4-l5 and on the right at l5-s1. Common origin of the right l5 and s1 nerve roots is incidentally noted with moderate narrowing around the right s1 nerve root near its origin. The laminectomy bed fluid collection seen on prior MRI and is suboptimally assessed by CT but remains present. Nonspecific nodular thickening of the left adrenal gland. Action date: (B)(6) 2025, action info: clinically significant y there were no further complications reported regarding the event.

Manufacturer narrative:
D1, d4: product identifier is unknown. G4: product ID, lot is unknown. Hence, 510k is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Annex e for 'pseudarthrosis' is not available. Appropriate clinical signs, symptoms and conditions term/code not available is used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.